Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 15 pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that about 15 pen needles were defective from this box. Verbatim: from phone call on 2020-12-28 16:21:17: pharmacist called back and provided the lot number. She stated that the samples were discarded. Pharmacist reported ob behalf of consumer. Stated the consumer is using the bd nano 2nd gen pen needles and had about 15 pen needles were defective out of his box. Stated due to the pen needles not working, he is going through the box faster. No additional information provided. Pharmacist stated she may have the consumer call bd with more information if it's available. Sending replacement box and mk to pharmacy. Lot # unknown cat # 320550date of event: unknown samples: unknown".

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 15 pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that about 15 pen needles were defective from this box. Verbatim: from phone call on 2020-12-28 16:21:17: pharmacist called back and provided the lot number. She stated that the samples were discarded. Js pharmacist reported ob behalf of consumer. Stated the consumer is using the bd nano 2nd gen pen needles and had about 15 pen needles were defective out of his box. Stated due to the pen needles not working, he is going through the box faster. No additional information provided. Pharmacist stated she may have the consumer call bd with more information if it's available. Sending replacement box and mk to pharmacy. Lot # unknown cat # 320550date of event: unknown samples: unknown".